Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date and unique device identifier (UDI) are unknown. Approximate age of device- 13 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was being supported with a ventricular assist device for acute support starting on (B)(6) 2019. It was reported that thrombus and fibrin strands were noted in the centrimag blood pump circuit tubing specifically at connectors and downstream of flow probe. Repositioning flow probe every hour did not resolve the issue. Patient's goal partial thromboplastin time (ptt) was 40-60 seconds. It was reported the centrimag was exchanged to another device on (B)(6) 2019. Additional information has been requested but has not yet been received.

Manufacturer narrative:
Multiple attempts were made to obtain the serial number of the device, but it was not provided, therefore the expiration date, manufacture date, age of device, and unique device identifier (UDI) are unknown. Manufacturer's investigation conclusion: the report of thrombus and fibrin within the centrimag circuit could not be confirmed through this evaluation because the product was disposed and no photos showing the presence of thrombosis were submitted by the account. Centrimag support was initiated for the patient on (B)(6) 2019. It was reported that thrombus and fibrin were noted within the centrimag circuit tubing, specifically at the connectors and distal to the flow probe. The presence of fibrin strands downstream of the flow probe reportedly persisted even when the flow probe was repositioned on the tubing every hour. Information provided indicated that the centrimag system was exchanged to another manufacturer¿s device on 15jan2019. The centrimag device was disposed and is not available for investigation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided and the complaint file will be closed accordingly. The centrimag blood pump IFU lists thromboembolic phenomena as a possible side effect that may be associated with the use of the centrimag blood pump. This document additionally states that the pump has not been qualified through in vitro, in vivo, or clinical studies for long-term use (longer than six hours) as a bridge-to-transplant or for pending recovery of the natural heart. Use of this pump for periods longer than durations appropriate to cardiopulmonary bypass procedures may result in pump failure, reduced pumping capacity, excessive blood trauma, degradation of blood contact materials with possibility of particles passing through the blood circuit to the patient, leaks, and increased potential for gaseous emboli. No further information was provided. The manufacturer is closing the file on this event.